Event description:
It was reported that the patient experienced two infusion sets came out in skin due to tape not sticking as it was caught in belt event on (B)(6) 2026.

Manufacturer narrative:
MDR 8021545-2026-87228 / initial 2 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.